Event description:
It was reported patient was not receiving effective therapy since the lead had migrated. As such the lead was explanted.

Manufacturer narrative:
B3date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.